Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 29-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("muscle and joint pain"), bruxism ("grinding of the teeth"), insomnia ("insomnia"), abdominal distension ("extremely bloated belly") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"), thyroid cancer ("thyroid cancer") and breast cancer ("breast cancer"). An unknown time later she experienced depression ("depression") and fatigue ("severe fatigue"). Essure treatment was not changed. At the time of the report, the depression and fatigue had not resolved. The outcomes for pelvic pain, weight increased, thyroid cancer, breast cancer, musculoskeletal pain, bruxism, insomnia, abdominal distension and loss of libido were unknown. No causality assessment was received for essure with regard to pelvic pain, insomnia, musculoskeletal pain, breast cancer, loss of libido, bruxism, abdominal distension, thyroid cancer, weight increased, depression or fatigue. The reporter commented: state of depression as a result of all of these symptoms, severe fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-aug-2022. The most recent information was received on 05-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("muscle and joint pain"), bruxism ("grinding of the teeth"), insomnia ("insomnia"), abdominal distension ("extremely bloated belly") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"), thyroid cancer ("thyroid cancer") and breast cancer ("breast cancer"). An unknown time later she experienced depression ("depression") and fatigue ("severe fatigue"). Essure treatment was not changed. At the time of the report, the depression and fatigue had not resolved. The outcomes for pelvic pain, weight increased, thyroid cancer, breast cancer, musculoskeletal pain, bruxism, insomnia, abdominal distension and loss of libido were unknown. No causality assessment was received for essure with regard to pelvic pain, insomnia, musculoskeletal pain, breast cancer, loss of libido, bruxism, abdominal distension, thyroid cancer, weight increased, depression or fatigue. The reporter commented: state of depression as a result of all of these symptoms, severe fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.